Event description:
An alleged over infusion was reported. "At 01:00 am an infusion of glucose 5% was started at 50 ml/hr. At 04:00 the bag of 1000 mls was empty. The pump shows that 150 mls had been delivered. An inspection by the hosp showed nothing was wrong with the bag or set". A report of no pt injury was listed.